Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/04/2016 with the following findings: during a visual inspection of the pump, the battery compartment and display lens were observed to be cracked. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment, and a cracked display lens. This report is made based on results of investigation completed on 01/04/2016.